Event description:
According to the medical study title ¿deformity correction and extremity lengthening in the lower leg: comparison of clinical outcomes with two external surgical procedures" 7 axial deviation were classified as an obstacle during the usage of a taylor spatial frame (tsf) device. Based on this article, an obstacle is defined as an event that required secondary surgical intervention or an intervention under anesthesia, or an unplanned additional hospitalization lasting more than 24 h, which are resolved by the time the treatment is completed. No more information was provided.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.